Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap unable to lock in place properly due to retainer ring damage. Unit was received with partially broken retainer, broken battery tube threads, cracked case (battery tube), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and scratched case in summary, customer allegation for cosmetic damage at battery compartment was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a broken rail. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and damaged on the battery site. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for mmt-1886.